Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via phone call that the insulin pump had a motor error alarm during basal. The customer's son reported that the device had been exposed to high magnetic fields. Blood glucose level at the time of the incident was 337 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratched display window and a small crack on the reservoir tube lip.